Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a yeast infection in the area of the right ECG electrode. Medical staff treated the affected area with phytolex powder and trimethlicone. Follow-up indicated that the irritation was improving.